Event description:
It was reported that the system displayed an error message and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer cpu, the workstation power supply, and the hard drive, and reload software. The system operates as intended.